Event description:
Dental implants in (B)(6) 2009. Allergic reaction in (B)(6) 2009. Doctors unable to ascertain cause. Four years on cortisones and tranquilizers. Have thyroid growths. Seen doctors regularly in last 4 years, still unk cause. Saw specialist dermatologist in (B)(6) 2013 - thinks irritant contact dermatitis for skin, ordered patch test. Results of patch test show formalin and aligned allergies. Recommended problem in my dental implants. Testing currently for metals. Queried crowns and testing for nickel. Queried premier implant cement in USA as no information available here in the boxes or on labels. Does not come to (B)(6) with a composition leaflet or product content. Queried this with dental supplier, no info. Contacted USA manufacturer. (B)(4) will not give content. Wants specialist to sign a non-disclosure agreement. My dermatologist would have to disclose for me to be tested. Concerned as this company supplies such dental products that go into my skull with no product composition content, so cannot test for further allergens. This goes in my body yet it is a secret. Internet predicts cancer from dental products such as bisphenol an etc found in dental cements and resins. I just want to know content so I can eliminate from dental products. Cannot replace or repair implants as do not know what is the cause. Internet reports many health issues, some very debilitating regarding dental implants and products used. Need to know what is in my body. Reason for use: cement in titanium dental implants.